Manufacturer narrative:
The device was returned to cardiac surgery on may 19, 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).

Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal could not be loaded properly. A replacement was used to complete the procedure. There were no pt effects. The product was returned.